Manufacturer narrative:
Patient information not provided/unknown. Device not returned to the manufacturer for evaluation. Device not returned.

Event description:
It was reported that when the blister for implant (B)(4) was opened, reference for implant (B)(4) was inside. Another implant was placed during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One tapered screw vent implant and packaging was returned for inspection. The packaging was noted to be opened. The implant was completely unused. Visual inspection noted that the device matches the label. The product matched print specifications where measured against the drawing pd-tsv4b10 rev c. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were five (5) additional related complaints for this product lot. This additional complaint describes incorrect implant reference, and is considered similar complaints. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Hhe was initiated, and a recall of this product¿s lot under zfa2017-475. Probable causes for the reported event could be based in a packaging deficiency. As a result, a product recall was initiated to capture this problem under ca. Analysis of this lot determined the following root cause, ¿transfer trays carrying parts from one operation to the next did not have identification.¿ although the alleged event could not be recreated based on inspection results, the complaint is considered confirmed, as the product¿s lot falls into the scope of the recall, and the complaint description matches the recall criteria. UDI number is (B)(4).